Event description:
Intra-aortic balloon pump setup on pt while suctioning, pt coughed at which time trigger was lost, intra aortic balloon pump ceased to pump. Electrocardiograph only remaining waveform no numeric values displayed. Other trigger selections attempted without positive result. Intra-aortic balloon pump replaced with same brand and model.